Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation (core) was confirmed. The reported difficult or delayed positioning could not be confirmed due to the device condition. The reported difficult to advance could not be tested as it was based on operational context. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficult to advance, difficult or delayed positioning and subsequent treatment appear to be related to the operational context of the procedure; however, a conclusive cause for the reported material separation could not be determined. Additionally, the reported device embedded in tissue or plaque was due to portions of the radiopaque coil being embedded in the patient¿s vessel. In this case, it is likely that the guide wire interacted with the heavily calcified and moderately tortuous anatomy during advancement, as resistance was noted, contributing to the noted scratched material (teflon), and resulting in the reported difficult to advance. Additionally, the heavily calcified anatomy likely resulted in the reported positioning and visibility issues. Factors that may contribute to a material separation (core) during use include, but are not limited to, interaction with accessory devices, advancement/removal technique, and/or anatomical characteristics. In this case, it is possible that the guide wire interacted with the heavily calcified and moderately tortuous anatomy and/or an accessory device during removal, contributing to the noted stretched coils. Manipulation of the guide wire during its interaction with the challenging anatomy and/or accessory device may have resulted in the reported material separation (core), in addition to, the noted material separation (coils), bent core, and twisted coils; however, this cannot be confirmed. The parts of the radiopaque coil which remained in the anatomy were embedded into the vessel by a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified and moderately tortuous vessel in the left cicrumflex. The hi-torque (ht) balance middle weight (bmw) universal ii guide wire was advancing to the first marginal branch when the wire was suddenly not visible. A slight resistance was noted at the bifurcation of the lcx and 1st marginal branch when advancing the wire through an area with high plaque load (most likely calcified). There was no resistance during withdrawal, however, the physician tried to pull the bmw universal 2 wire out of the guiding catheter but parts of the radiopaque coil remained within the 1st marginal branch. The planned stenting of the lcx was therefore expanded to the 1st marginal branch to embed parts of the radiopaque coil in the vessel. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.